Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage and interconnect cables. System operates as intended.

Event description:
It was reported that the live fluoro image during a hip procedure displayed rings (artifacts) on the left monitor. The system was rebooted but did not clear. No patient injury was reported.